Event description:
Information was received that the cadd prizm pump had an lec 20201 error code. No reported adverse effects.

Manufacturer narrative:
Patient code changed to match new information.

Event description:
Additional information: no patient involvement with this pump. All issues/error codes were found during pump testing.

Manufacturer narrative:
Device evaluation: returned sample s/n: (B)(4). Keypad/labels removed: all intact. Physical condition of the device: good. Evidence of reported problem in event log: not available. Evaluation tests or methods used to duplicate/replicate the reported problems: inserted battery into pump and observing the issue. Visually inspected the pump. Reported problem duplicated/replicated: yes, customer's reported problem was verified. The pump was displaying error code 10104 and changing to error code 20201 alarm messages when a battery is inserted during the investigation. Visually inspected the pump and found it had no soldered to the real time clock lithium battery lead due to damaged the pad of the mpu board. The "lec 20201" issue was caused by customer damage. Recommend mpu board. What caused the reported (primary) problem: damaged mpu board of the real time clock lithium battery lead. Who caused the reported problem(s): customer damaged.